Event description:
The facility representative reported failure code 814:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 30, 2007. Evaluation summary: the condition of fail code 810:04 could not be confirmed and could not be duplicated. Typically, this fail code is related to the air in line printed circuit board. This issue has been addressed per baxter's field correction action. Review of the complaint history reveals similar reports have been received fro this product for the reported issue.